Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a spaceoar placement procedure performed on (B)(6) 2022. The patient also had markers placed. It was stated that the placement failed. It was also reported that some of the hydrogel leaked out. The patient had magnetic resonance imaging (MRI) done on (B)(6) 2022. A delay occurred to the treatment of the patient. The patient also had a sigmoidoscopy on (B)(6) 2022, to check if their rectal wall was okay. The patient was then told he could move forward with radiation treatments. The patient's outcome was unknown at the time of this report. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.